Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report receiver was not plotting glucose values on (B)(6) 2015. Patient was advised to have his doctor send data to dexcom studio. Patient did not report any injury or medical intervention.